Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that their infusion set had a bent cannula. The customer's blood glucose was 450 mg/dl. Customer experienced symptoms such as vomiting and abdominal pain the customer was assisted with troubleshooting but declined to continue. Customer was advised the infusion set will be replaced. No product is expected to return for analysis. Use of the auto mode feature was not provided.